Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via email from competent authority. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an email from a u.s. Food and drug administration representative in which it was reported by customer's husband that the customer freestyle libre reader would not respond when used with 5 different sensors. Details were reported as follows: "wife has used 5 of the sensors since date of receiving, but the reader has not worked and information would not transmit to the reader that came with the kit or any other device other than his phone". There was no report of self-treatment or third-party medical intervention. Upon additional contact with the customer it was reported the issue was resolved. Based on the information provided, there was no report of serious injury associated with this event.